Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient claimed the alleged issue occurred at approximately 10:30am on (B)(6) 2012. The patient reportedly tested with the subject meter and observed a blood glucose value of "200mg/dl" which she felt was high as compared to her normal readings/feelings. The patient was managing her diabetes with diet and exercise alone and tests 4 times per day. She stated her earlier reading at 6am was "85mg/dl." Approximately 30 minutes after testing at 10:30am, she allegedly developed symptoms of "dizziness and shaking" and self-treated by eating egg, toast and orange juice at the onset of her symptoms. She informed the mss that she felt better after 1-1½ hours later. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were in good condition. A control solution test was not performed as the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.